Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and re-stenosis are listed in the xience v instructions for use (IFU) as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported via trial that on (B)(6) 2008 the patient underwent stenting in the proximal right coronary artery (prca) with the xience v stent. On (B)(6) 2010, the patient experienced angina. On (B)(6) 2010, the patient was hospitalized for percutaneous coronary intervention. On (B)(6) 2010, the event resolved and the patient was discharged to home. Although requested, there was no additional information provided.